Manufacturer narrative:
Philips received, a complaint on the mrx device. Indicating, that the capacitor failed. There was reportedly no patient involvement. A philips remote service engineer (rse) remotely evaluated the device. And it was determined, that this was a malfunction of the capacitor. The customer ordered the replacement capacitor to resolve the issue. The device remains at the customer's site. It has been concluded, that no further action is required at this time. If additional information is received, the complaint file will be reopened. H3 other text: remote support provided.

Event description:
Philips sales was contacted for device repairs for an undefined issue. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.